Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), h3: product ID: 97745, serial/lot #: (B)(6), was returned for product analysis. Analysis found the case front was cracked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device.  The reason for call was caller reported something is going on with the controller for the spinal cord stimulator. Yesterday the controller would not come on so they reset the controller and it said lost all of its data. Caller stated the controller kept going on and off and they couldn't get the controller to stay on enough to charge the implanted neurostimulator. Patient stated "the battery is down real low"(ins battery) and they want to know if there is a way to reset the controller or if the controller batteries go bad. Patient reported when they hit the button to turn the controller on the screen just flashes white and if they twist the whole remote it will come on. If they hold the up button down and press the controller screen then the controller will stay on, but if they let go the controller will turn off. Patient mentioned they have taken the battery out a few times and put it back in. When recharging the controller the controller would flash then go solid and then it would go out; the controller battery would stay at 60%. Agent had the pt inspect the controller battery and the controller battery compartment. The caller confirmed there was no damage to either the battery or the compartment. The issue was not resolved through troubleshooting. An email was sent to repair to replace the controller. No symptoms were reported.